Event description:
The patient was undergoing a thrombectomy procedure for an embolism in the right m1 to m2 using the penumbra system. Aspiration was induced using a reperfusion catheter 041/032 and a separator 041/032 for a total of 32 minutes. 5,000 units of heparin were administered. After MRI scans, motor paralysis in the patient was observed. There was a relatively extensive area of low adc and revascularization was offered to improve the motor paralysis. Revascularization in the motor area was succeeded and the operation was concluded. The posterior branches of the m2 were still occluded. The patient's condition became worst as a CT image indicated that the patient had a hemorrhagic infarct. The patient underwent a craniotomy for removal of hematoma and an internal decompression. The patient left the hospital approximately 2 months later. The physician reported that the hemorrhagic infarction was caused by the recanalization. Without the recanalization procedure, the same kind of event might have occurred. After the revascularization, coil embolization should have been done in the branches of the complete infarction area. The relationship between the penumbra system and the event is unknown.

Manufacturer narrative:
Conclusion: hemorrhage at the site of occlusion are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00506, 00507, and 00508. Device was disposed of by hospital.